Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 12:323:568 was confirmed during product evaluation by baxter quality engineering. The condition was caused by a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a condition of 12:323:568 failure code. The reported condition occurred during biomed testing. Review of the device event history confirmed this condition as failure code 12:323:568, which interrupted delivery. There was no patient involvement. This device is an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available at this time.